Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low, out-of-range pacing lead impedance measurements less than 200 ohms and low r-wave amplitudes. An invasive procedure was subsequently performed. The pace-sense portion of the lead was surgically abandoned and a new pace-sense lead was implanted. Additional information was obtained from a local field representative which indicated that the lead was tested on a pacing system analyzer (psa) and the out-of-range impedance measurement and low r-wave amplitudes were confirmed. Further, header inspection showed no anomalies. The defibrillation portion of the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.